Event description:
Unit would cut, but it would not coagulate well. The doctor could not stop the bleeding and therefore, the pts were sent to the ER.

Manufacturer narrative:
The leep generator sub-assembly was not returned to coopersurgical for evaluation. A query of our complaint database did not reveal any type of product trend for coagulation not working. Should this product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).